Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl with mild ketones. The customer changed the infusion set site and administered an insulin injection in an attempt to lower the bg level. Then all of the pump supplies; however, the bg level continued to rise. The customer went to the emergency room (ER) and was treated with fluids, food, antibiotics and pain medication. Upon leaving the ER, the bg level was 130 mg/dl and the customer was stable. The cause of the high bg was not known.